Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
It was reported that the ventilator had an error indicating proximal pressure sensor auto zero failed. There was no patient involvement. The customer troubleshot with technical support. The customer noticed a pin from the solenoids was not properly connected to the data acquisition (da) board. Upon a follow up the customer reported that the issue was with the pin not being connected. The customer connected all pins from the solenoids and unit passed test.